Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There were no leaks noted during preparation, which suggests that a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement likely due to challenging anatomical conditions. It is likely that the balloon material was damaged during advancement resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, moderated tortuous distal right coronary artery (rca)lesion with 90% stenosis. The 3.00 x 12mm nc neo trek balloon dilatation catheter was advanced for pre-dilation. Resistance was noted with the anatomy and the balloon ruptured during the first inflation at 10 atmospheres. The trek was removed from the patient, and the procedure was completed with another trek balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.